Event description:
Pt had iab catheter in place for 3 days. On evening of 3rd day bleeding noted from bifurcation in catheter. Further investigation identified long crack in hub. Catheter removed without further problems. Pt able to maintain hemodynamics without assistance of iab.